Event description:
In pt from rehab therapy approx 16 days in rehab. Home rehab therapy began. Employee of rehab therapy visited home and turned the wheels inside explaining that this would enable pt access to one of their bathrooms with the rolling walker, further explaining the door to the other bathroom would need to be removed for access. At approx 5am in the morning 12 days later, pt called for rptr to help with the port a potty, and then asked to be taken to the kitchen for a drink and snack, (pt has diabetes). Rptr placed rolling walker against the chest of drawers located at the south east corner of the bedroom, got pt steady and left to get the wheelchair in the front bedroom approx 20" from where rptr left pt, rptr had just touched the wheelchair when they heard pt fall. Rptr rushed into bedroom and pt had fallen between dresser and the chest of drawers, inside of rolling walker. Rptr managed to get pt out of the corner but wouldn't try to get pt up because rptr wasn't sure of injuries, pt's right arm was bleeding, rptr put a towel around it and called the ambulance, the paramedics arrived within 5 or 6 mins, assessed condition and took pt to hosp. When they were x-rayed and a dr said no bones were broken but severe bruising had occurred on right leg, arm and on back. Pt was released from the e.r. About 7 am. Reported it to dr via phone. Dr wanted to see pt the next day, but pt could't make the trip because of the pain. The appointment was changed to 3 days later. Pt had suffered a stroke. This was the reason for the rehab therapy. Their progress was doing well prior to the fall and pt had walked several steps. Rptr is of the opinion that a large part of the reason for the fall was the therapist that changed the wheels from outside the frame to inside, changed the sideway stability of the walker resulting in fall and injuries.